Event description:
It was reported that the patient presented with a piercing sensation in the chest. Diagnostic imaging revealed that the right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced with a new lead. The patient's condition was stable.